Manufacturer narrative:
(B)(4).

Event description:
In MFR #3004209178-2012-00637 the following information was reported: "the neurostimulator had been off and was recently turned back on as the patient¿s lower back pain was bothering her. When it was turned on, mid-back pain reoccurred. The mid-back pain was not present with the neurostimulator off, and had been occurring with stimulation on since july 2011. When the patient turned ¿lead 1¿ off and ¿lead 2¿ was on, there was no mid-back pain and she was getting adequate pain coverage where needed. When ¿lead 1¿ was on, mid-back pain was present. When the amplitude was turned up to 4-5 volts, the patient felt cramping in her back. Impedances were tested at 0.7v, 1.5v, and 3v and were within normal limits. An x-ray of the leads was taken but the results were not provided. No device malfunctions were observed. The pulse width was reduced and the rate was increased which seemed to help. The patient was doing better than before reprogramming and was going to be seen for a 1 week follow up. It was further reported that the patient was diagnosed with histoplasmosis in (B)(6) 2011. The patient had swollen lymph nodes, inflamed muscles, fever, double pneumonia, urination issues and sleepiness. At this time, the physician took x-rays of the leads and suggested she try stimulation again (as it had been off). The patient immediately started to feel pain in her back again. The physician turned down the ¿band width¿, which helped significantly. The patient went back for further reprogramming on (B)(6) 2012 and had slight pain in her left side. By (B)(6) 2012, the patient was having pain in her entire back. The pain resolves if she turned off the stimulation. The patient planned to have another reprogramming session, as any adjustments she made with her patient programmer did not help with the pain." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to the pain at the lead site when the stimulation is on will be reported in this report.

Event description:
Additional review indicates information reported previously in MFR #3004209178-2013-16439 pertains to manufacturer¿s report #3004209 178-2012-00637.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the patient had an increased pain at the lead site when the stimulation is on. The leads were located in the mid thoracic area. There was no known cause. The pain seemed to start after a reprogramming session. The patient left stimulation off until she could meet with her hcp (health care professional), it was stated she needed the therapy to treat her low back pain. Less than one week later, it was reported that the patient had called back and said she had no pain and that stimulation was working fine. The patient was receiving effective stimulation therapy. Patient outcome was reported as "no pain." Almost two weeks later, it was reported that the patient was continuing to have mid-back pain when stimulation was on even after the reprogramming changes. She would be seen at hcp's office in less than two weeks after the report. It was also stated that "the pain in the mid back and low back was real bad" on the day of the report and that the patient had to use oral medications because of the pain. The patient had had reprogramming done at the previous appointment, where pulse width had been changed and a CT scan was also performed to determine if leads had moved. No issues were seen. Two months later it was reported that reprogramming had been performed this had resolved the issue. The patient was getting adequate pain relief. Less than two years later, it was reported that the pain in her mid back was so severe she went to the hospital and her hcp (healthcare professional) advised her to turn stimulation off. A few days after turning this off, most of the pain in her mid back went away. The pain in her mid back when stimulation was on started 3 months after implant. Patient's implant surgery took 3 times longer than it should have. It was stated the CT scan showed three places where there were 2 leads - "for a total of 6." The scan also showed "l4 was completely obliterated." The ins (implantable neurostimulator) was removed about four months prior to the report. It was stated "she had to be cut three times and they still weren't able to get the leads out." The patient was still having pain in her mid back.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was later reported that due to scar tissue the lead was left behind. It was noted that this had occurred about 6 months to 1 year prior to (B)(6) 2013.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).